Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed architect creatinine of 1.15 mg/dl on patient ID (B)(6) who received IV contrast. The sample repeated architect creatinine of 2.6 mg/dl and a corrected report was sent. No harm to the patient was reported due to the IV contrast received. No specific patient information was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue and discovered the r2 syringe had bubbles from the internal probe wash bellows. The bellows set, poppet valve set and cuvette drying tip were replaced for resolution. A review of the architect c8000 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the replacement of the likely cause parts. A review of similar complaints identified no adverse trend of the bellows set, poppet valves, or the cuvette dry tip. No systemic issues or adverse trends associated with the discrepant results issue described in this complaint were identified. The architect c8000 erratic result rate is within acceptable limits with no trends identified. The architect systems operations manual addresses operational precautions and limitations. A review of the product labeling concluded that the issue is sufficiently addressed. The fse resolved the issue by performing routine troubleshooting, which included replacing a worn bellows set, poppet valves, and cuvette dry tip. Based on this investigation performed neither a deficiency nor a malfunction were identified. The architect c8000 is performing acceptably.